Event description:
During a lap right colectomy procedure, the stapler could not be released from the mucosa of the colon. It had to be separated with a scalpel. In one quarter of the anastomosis, the staples were free, so the area was sutured. No pt consequence.